Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. The literature article is attached for additional information. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus reviewed the following literature titled ¿inside p-105 examination of the results of balloon endoscopic bile duct stone treatment for postoperative reconstruction of the bowel and the factors that make stone extraction difficult." Objective: to report the results of balloon endoscopic treatment of bile duct stones in patients with reconstructed intestinal tract after surgery at our hospital, and to clarify the factors that make it difficult to obtain complete stone extraction. Type of adverse events/number of patients pancreatitis 2 patients, cholangitis 7 patients , perforation 1 patients. There is no report of any olympus device malfunction in any procedure described in this study.

Event description:
In the medical opinion of the author, "the complications was pancreatitis, cholangitis, and perforation, and basically these were caused by a procedural problem and a problem on the patient side (adhesion, many stones, etc.), not likely caused by the scope."

Manufacturer narrative:
This supplemental report is being submitted to provided additional information from the author and to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: b5 and h6. The device history record was unable to be reviewed for this device since no product malfunction was reported. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was presumed that the reported event is an accident or a complication associated with a surgical procedure using the subject device. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.